Event description:
During cath care, leak noted at connection of arterial port to hub of catheter. Air was entering line. Blood pump stopped. Clamp placed above and below leak. Charge nurse noticied pt placed on left side in trendelenburg position. Stat call to physician. Pt complained of shortness of breath with mild cough. Oxygen applied. Ems called -transported to hosp. Catheter was removed at hosp and discarded by hosp personnel.